Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the vein harvest cautery phase after about 4-5 branch ligations the harvester noticed that the wires of the vasoview hemopro 2 had become elevated from the silicone jaws. The device was inspected prior to use. The harvesting tool jaws were closed with the tips facing up upon insertion. There was no resistance noted while inserting the harvesting tool into the cannula. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. The generator was at 2.5 during the harvest. A new kit was opened up and the procedure was completed. There was a 2-3 minute delay while getting another kit. However, no vein issues or bleeding occurred as a result of this issue. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, b7, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned to the factory for evaluation on 01/14/2026. An investigation was conducted on 01/15/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be detached from the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot #3000501968 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.